Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the device met all requirements to perform as intended. Event summary: it was reported that the setting screw could not be positioned onto the screw head. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: we received two set screws and one pedicle screw. It was reported that both set screws could not be inserted onto the returned pedicle screw head. The visual examination of the set screws do not show any abnormalities. There are some small deformations on the thread. The returned pedicle screw shows that the thread where the set screw should be inserted is highly damaged. The first and/or second thread flank from the starting point is deformed and damaged. As the thread of the pedicle screw was damaged no functional test could be performed. Review of product documentation: inspection plan for pedicle screw 01.03760.045: the visual inspection of the thread is inspected 100%. An additional trend review was done to check if there are other complaints available with the same lot number - lot 2840636. There are no other complaints with that lot number available. Root cause analysis: root cause determination using rmw: damage of implant (threads damage or breakage of implant) due to lack of adequate design of the pedicle screw to withstand the required forces. Not possible -> a systematic issue with design and/or material properties would have been detected as part of complaint trending. Damage of implant due to packaging is defective due to inadequate transportation conditions. Not possible -> the damages on the pedicle screw occurred in correlation with incorrect handling. The damage is located in the inner thread of the pedicle screw m6. Therefore it is not possible that the damage occurred due to a packaging issue. Tightening of the screw is not possible due to user applies excessive torque and compression force when inserting the screw resulting in fracturing of the pedicle => possible, the visual examination showed that the thread of the pedicle screw was highly damaged and deformed. Therefore, it is not possible to insert the set screws on to the pedicle screw m6. The pedicle screw was inspected 100% before the release to the market. Such a damage would have been seen during the manufacturing inspection. It can be said that the damage on the pedicle screw (thread m6) was done after the release and in handling of the device. Conclusion summary: it was reported that both set screws could not be inserted onto the returned pedicle screw. The visual examination showed that the thread of the pedicle screw was highly damaged and deformed. Therefore, it is not possible to insert the set screws on to the pedicle screw m6. The pedicle screw was inspected 100% before the release to the market. Such a damage would have been seen during the manufacturing inspection. In addition, the performed trend review for lot 2840636 showed that no other complaints were reported. Therefore, an internal manufacturing issue is very unlikely. That being said, it can be assumed that the damage on the pedicle screw (thread m6) was done after the release and outside of zimmer biomet control. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that in a surgery on (B)(6) 2016 the dynesys, set screw, m6 could not be positioned onto the dynesys®, pedicle screw + set screw, 6.0x45. The surgery was completed with another device. Note: during the investigation of the returned devices, it was noticed that the pedicle screw ref 01.03760.045 lot 2840636 was also returned for investigation. The investigation showed, that the issue is related to the pedicle screw. Therefore, for the pedicle screw this additional MDR is submitted after the investigation was performed.